Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a vad coordinator that the patient experienced an e-fault, aprox 1 minute after a controller exchange related to smr upgrade. It was found that there was a visible contamination inside connector, so performed cleaning. The patient was sedated with midazolam for the procedure. The patient tolerated the pump off (1.5 min), without issues.

Manufacturer narrative:
The driveline cable and two controllers were not returned for evaluation. Review of the manufacturing documentations confirmed that the associated driveline cable and controllers met all requirements for release. On-site inspection of the driveline connector and controllers confirmed the contamination by foreign material. In addition, the reported "electrical fault alarm" event was confirmed via review of the controller log files, which revealed electrical fault alarms of type sys_rear_not_connected and sys_rear_phase_c_open. The most likely root cause of the electrical fault alarm is contamination by foreign material as observed in the field. Heartware has opened an internal investigation to address this issues related to driveline connector contamination leading to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.